Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that "during the procedure, the surgeon dissected both meshes; one mesh that had a cloudy fluid associated with it and a secondary piece of mesh that was very thickened and contracted." Based on the event report it is unclear besides the composix e/x mesh what mess is being explanted during the (B)(6) 2016 procedure. The sample was not returned for evaluation and medical records are not available at this time. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard composix mesh e/x (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st mesh (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol composix e/x mesh (device #1). (B)(6) 2016: the "patient underwent surgery for recurrent ventral hernia and complications associated with his previously placed hernia meshes. During the procedure, the surgeon dissected both meshes; one mesh that had a cloudy fluid associated with it and a secondary piece of mesh that was very thickened and contracted and had an unspecified bard/davol ventralight st mesh (device #2) implanted." As reported, the attorney alleges a general claim regarding the composix e/x mesh "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that "during the procedure, the surgeon dissected both meshes; one mesh that had a cloudy fluid associated with it and a secondary piece of mesh that was very thickened and contracted." Based on the event report it is unclear besides the composix e/x mesh what mess is being explanted during the (B)(6) 2016 procedure. The sample was not returned for evaluation and medical records are not available at this time. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 3 months post implant of composix mesh e/x, patient was diagnosed with hernia recurrence, swelling/edema, seroma and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists seroma and hernia recurrence as possible complications. Note, the manufacturing date (15-apr-2011) is considered to be a best estimate. This supplemental emdr represents the composix mesh e/x (device #1) and an additional emdr was submitted to represent the ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol composix e/x mesh (device #1). (B)(6) 2016: the "patient underwent surgery for recurrent ventral hernia and complications associated with his previously placed hernia meshes. During the procedure, the surgeon dissected both meshes; one mesh that had a cloudy fluid associated with it and a secondary piece of mesh that was very thickened and contracted and had an unspecified bard/davol ventralight st mesh (device #2) implanted." As reported, the attorney alleges a general claim regarding the composix e/x mesh "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent incarcerated ventral incisional hernia thereby underwent laparoscopic repair with the implant of composix e/x mesh (device #1). Per operative notes, ¿the hernia sac was dissected and reduced. A bard composix e/x mesh (device #1) was placed in an underlay fashion, extracorporeally sutures placed circumferentially around the mesh. It was rolled up and placed in the peritoneal cavity and then fixed circumferentially using securstrap device.¿ (B)(6) 2016 - patient was diagnosed with abdominal pain, swelling, recurrent ventral incisional hernia with complications of previously placed mesh thereby underwent open repair with the implant of ventralight st mesh (device #2) and explant of composix e/x mesh (device #1). Per operative notes, ¿the composix e/x mesh (device #1) was carefully dissected off with sutures and removed. There were two portions of mesh, one appeared to be dual layer of gore-tex mesh and other was a disc of mesh that was secondarily placed had a cloudy fluid associated with it, also very thickened and contracted. It was elected to repair the abdominal midline using a dual layer prolene mesh the mesh was cut and placed overlapping the fascial margins and sutured.¿ (B)(6) 2019 - patient was diagnosed with adhesions, recurrent ventral incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #3). Per operative notes, ¿the old piece of ventralight st (device #2) that was encompassed had multiple adhesions. The defect was identified and closed with sutures. A ventralight st mesh (device #3) was placed with transfascial sutures and secured with absorbable tacks using the absorbatack tacker.¿ attorney alleges that the patient had adhesions, mesh shrinkage, infection, pain, seroma, swelling, hernia recurrence and emotional injuries.